Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the left anterior descending artery. Slight force was used during removal of the hi-torque balance middleweight guide wire as the tip got stuck in calcification. After removal of the guide wire, it was thought that it had separated. A snare device was used to retrieve the separated piece, but then it was confirmed that nothing remained in the patient. Although the guide wire coils were stretched, the guide wire remained in one piece. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and dimensional inspections were performed on the returned device. The reported break and stretched coils were confirmed. The reported difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted guide wire, hi-torque wires, instruction for use states: do not: push, auger, withdraw or torque a guide wire that meets resistance. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Although force was used when pulling back the guide wire, this was due to the guide wire being trapped within the patient anatomy; therefore seemed to be a reasonable clinical response to the difficulties. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.